Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient perforation of vessels and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported patient perforation of vessels and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a mid-distal left anterior descending artery (lad). Post-treatment, a small perforation was observed. A covered stent was placed and the patient was in stable condition. In the physician's opinion, the perforation was not due to the device and that the same experience could have occurred with any device. It was indicated that high speed treatment likely led to a small portion of the calcific nodule creating a small perforation.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a mid-distal left anterior descending artery (lad). Post-treatment, a small perforation was observed. A covered stent was placed and the patient was in stable condition. In the physician's opinion, the perforation was not due to the device and that the same experience could have occurred with any device. It was indicated that high speed treatment likely led to a small portion of the calcific nodule creating a small perforation.